Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after implant the right ventricular lead dislodged. During the repositioning procedure the physician had difficulty removing and placing the lead. Approximately 30-40 turns of the active fixation helix were needed. After the first attempt the lead dislodged again and no longer responded to the turns of the helix. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that drive tooth jumped over the helix, tissue was visible inside helix. Damaged during repositioning procedure. No further helix testing possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.